Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with intermittent pump stops. When the pump stops occurred on the batteries, the system controller malfunctioned and went off. The controller was exchanged, the pump was working properly then the second controller also went off. The controller was exchanged again and with a third system controller the pump was currently working properly but still having intermittent pump stops. The patient was connected to batteries, ungrounded patient cable and regular patient cable. The pump stops continued to occur on all three. The patient clinical status was okay. The patient was hospitalized and was staying in hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the low speed and pump stoppage events; however, a specific cause for these events could not conclusively be determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The initial log file contained data from 26mar2022 through 13apr2022. In addition, a new log file was provided on 10may2022, with the data ranging from 27jan2020 through 08feb2020. Although the subsequent log file timestamps did not align with the original submitted log file, the account stated that the log file belonged to the correct patient. On 12apr2022, the pump appeared to struggle to maintain its set speed. Multiple pump stoppages were observed until the end of the initial log file. The observed low speed and pump stop events were captured while the patient was connected to battery power. The subsequent log file contained multiple low speed and pump stop events. It was noted that six driveline fault alarms were also observed within the file. The patient was observed to be on either the power module or on battery power during the alarms. The observed low speed and pump stop events were associated with low speed and low flow alarms. In addition, the file also captured elevated powers that appeared to occur during a pulsatility index (pi) event; however, a specific cause for this finding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25nov2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump stops did not resolve, there were still intermittent pump stoppages while admitted. Based on the x-ray images the driveline issue appeared to be internal. The patient did not have a pump exchange. The patient was discharged and their clinical condition was good. The patient did not experience any pump stops or alarms after they were discharged. One month following their discharge from the hospital they remained stable.